Event description:
It was reported that the patient presented in the ER and was symptomatic. Upon device interrogation, elevated capture threshold and intermittent capture was noted. Lead dislodgement was found. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.